Event description:
It was reported that the user¿s dexcom g7 sensor disconnected from the phone while the ilet bionic pancreas continued to deliver insulin, and the user observed a blood glucose of 232 mg/dl after a late meal; bluetooth connectivity was restored by toggling bluetooth and confirming the ilet and dexcom apps were connected, and a frayed ilet charging cable with exposed wires was identified and replacement arranged. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no medical intervention beyond troubleshooting, no alarms, and no hospitalization. Investigation included remote troubleshooting, app and bluetooth reconnection steps, and user education. Investigation of this case revealed a temporary loss of cgm-to-phone communication with successful reconnection and identification of a damaged charging cable; the pump functioned and continued insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.